Event description:
Customer reports reversed markers for historicals. There was no reported pt injury associated with this event.

Manufacturer narrative:
The root cause of the markers being displayed improperly is a result of the modality inserting the incorrect info in the dicom header prior to pacs profiling and storage. Pacs product is functioning as designed. A recommendation was provided to the customer to address new inbound exams with this issue by utilizing a quality control module on a ra600 to correct the orientation and re-send to pacs. (B)(4).